Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (500 mcg/ml at 45 mcg/day) via an implanted pump. It was reported that the pocket wound opened up exposing the pump. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿unknown ¿ normal use¿. The hcp replaced the pump and relocated the pocket. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.